Event description:
It was reported, brown particle found imbedded into plastic or on inside of plastic drip chamber of IV pump infusion set.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E.1. Address information was not provided; therefore, (B)(6) was used as the state.